Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The customer reported during the activation process she did not feel the needle inserting the cannula into her skin and that her blood glucose reached 350 mg/dl after wearing the pod for 2 hours. The pod was removed and discarded.